Event description:
Same case as: it was reported that during a coronary drug eluting stenting treatment procedure, a stent embolization occurred. The lesion being treated was located in the obtuse marginal (om) artery. After deploying the 3.00x32 mm taxus express2 drug eluting stent, the physician opened up a side strut to place the 2 .50x8 mm taxus express2 drug eluting stent. When advancing the 2.50x8mm taxus epxress2 stent, it became hung up on the 3 .00x32 mm taxus express2 stent and came off the balloon. The physician was unable to remove it, so the stent was expanded and crushed after dilatation to the vessel wall. No patient complications were reported. Patient status reported as "ok". Additional information regarding the event is unavailable.

Manufacturer narrative:
The cause of difficulties experienced during the procedure could not be determined. The complaint source confirmed that the product had been disposed and no analysis was possible. A similar complaints review could not be performed as the batch number is unknown. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined.